Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 31 mm during procedure presented a difficult to irrigate. The catheter was used for initial ablation in la. Catheter was prepped and connected to a continuous open flush. Catheter was visualized flushing. After completing ablation in left atrium, we removed the catheter from body. The catheter at this time was no longer flushing continuously. We then tried removing the wire and flushing with a 20-cc syringe. When flushing down the guide wire lumen the catheter flushed. When trying to flush out the side port scrub tech met resistance and could not flush into catheter. Replace the catheter in order to go back into left atrium to ablate further. Procedure completed using an alternate device without patient complications. The device won't be returned, was disposed.